Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00806998 case subject: npi 8120 split nut test failed account name: mccullough hyde memorial hospital account #: 19996260 asset name: 8120 pca module v9.33.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: chris had a pca sn (B)(4) failed split nut test during pm. Failure device type: alaris system instrument failure problem type: 8120 failure mode: troubleshooting/ error codes case resolution: I recommended chris to send unit in for flat fee repair. Chris would like to know if his unit is affected by split nut recall. I transferred chris to recall support center to verify the serial number. Recall support center was not open yet (7:09 am pst). Chris will call recall support center directly later. If it is affected by recall, he will get rga number from them and send unit in. If it is not affected by recall, chris will obtain po and contact com directly for rga number and send the unit in.